Event description:
It was reported that the pt was unable to recharge the device. The hcp noted the stimulator had moved and twisted in the subcutaneous abdominal pocket. The pt underwent a revision. The hcp used the extension lead was twisted around itself and the anchor stitch appeared broken. No defects were found and the battery was found to be working well. The pt recovered without sequela.